Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inr reported meet precision criteria. Inratio precision data provided by end-user lot: date: (B) (6) 2010; 1st inr = 6.2; 2nd inr = 6.4; 3rd inr = 6.2; mean = 6.27; sd = 0.12; %cv = 1.84. Since 1.84% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer returned product testing is pending.

Event description:
Caller reported getting high results on inratio2 meter for someone who is not taking coumadin. Results obtained were: 6.2, 6.4, 6.2. Rn was not taking coumadin and was trying meter and strips to see if she got results between 0.8 and 1.2.